Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt had a short and extremely angulated aortic neck which was not suitable for endovascular repair; however, the decision was to use the endovascular repair approach. The bifurcated stent graft was implanted followed by another MFR's stent which overlapped the aneurx stent graft and extended over the renal arteries. The stent required expansion with a balloon and upon inflation of the balloon the aorta was torn at the level of the right renal artery. The decision was made to perform an open surgical repair. Later the same evening or the next day the pt expired. The physician confirmed this event was not related to the aneurx device.